Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: another surgery related to essure was performed on (B)(6)2019, 2 1/2 years of essure removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc; after internal review, event "surgery nos" was deleted, reporter causality comment updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On (B)(6) 2019, the patient underwent surgery ("essure related surgery"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 37-year-old female patient who had essure (batch no. 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (another surgery related to essure was performed on (B)(6) 2019 and removal of essure (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: another surgery related to essure was performed on (B)(6) 2019, 2 1/2 years of essure removal. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Lot number: 50686226, manufacture date: 2012-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 37-year-old female patient who had essure (batch no. 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: another surgery related to essure was performed on (B)(6) 2019, 2 1/2 years of essure removal. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Lot number: 50686226, manufacture date: 2012-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 37-year-old female patient who had essure (batch no. 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, fatigue, headache, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: another surgery related to essure was performed on (B)(6) 2019, 2 1/2 years of essure removal. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter¿s information was updated and a new reporter was added. Insertion date was updated to (B)(6) 2013 and essure lot number (50686226) provided. The event medical device removal was updated with new information and recoded to chronic pelvic pain and the events fallopian tube perforation, uterine perforation, perforation of organ, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device ineffective, hypersensitivity, autoimmune disorder, headache, fatigue, weight changes, alopecia, tooth loss, mood changes, anxiety, and depression were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("she passed another small piece") and genital haemorrhage ("bloody discharge after wiping the vagina/she has some discharge before her periods.") In a 37 year-old female patient who had essure inserted (lot no. 50686226) for female sterilisation. Medical conditions: allergies: not allergic to any medication. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced genital haemorrhage (seriousness criterion medically important). On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (removal of essure (B)(6) 2017 and diagnostic hysteroscopy on (B)(6) 2019.). In (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the outcome of pelvic pain was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: another surgery related to essure was performed on (B)(6) 2019, 2 1/2 years of essure removal. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. The tubal ostia were seen. The coils were deployed easily. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: laparoscopic bilateral tubal ligation has been done and it is successful as there was no peritoneal spill on either side [hysteroscopy] on (B)(6) 2019: findings: normal vulva and vagina. The cervix was normal. The endometrial cavity looks perfectly normal. There is no other essure seen details: a normal cavity was seen. The patient was awake, so she saw the endometrial cavity. [Laparoscopy] on (B)(6) 2017: findings: normal vulva and vagina. The cervix was normal. The essure coils were removed easily. There was no obvious intraoperative complication. Estimated blood loss was minimal description: the fallopian tubes were then identified. The fallopian tube was excised on both sides. The coil was removed from both of them. The specimen has been sent for histopathology. [Pathology test] on (B)(6) 2017: specimens: bilateral fallopian tubes and essure coils. Gross description: two silver colored coils (1.5 and 3.5 cm in greatest dimension). The longer one has a scant amount of tissue attached but both are otherwise unremarkable diagnoses: unremarkable bilateral fallopian tubes [ultrasound scan] on (B)(6) 2014: findings: right-sided essure coil is seen in appropriate position with the tip extending to the right adnexa. The right ovary appears morphologically normal. The left-sided essure coil is seen extending more proximally into the left cornua and endometrial cavity. The distal tip is not well visualized within the left adnexa. Impression: right-sided coil in appropriate position with slight displacement of the left-sided coil into the endometrial cavity. Endometrial echo complex measures 6 mm in thickness. No other acute sonographic abnormality; on (B)(6) 2014: the coil is in the right position; on (B)(6) 2019: findings: the uterus is anteverted 10.2 cm in length. Endometrial thickness 5 mm. No fibroids identified no essure coils could be detected. Both ovaries were unremarkable. No pelvic mass opinion: normal study. Lot number:50686226 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. New event device breakage added. Medical history, lab data updated. Reporter information (new reporters) are added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("she passed another small piece") and genital haemorrhage ("bloody discharge after wiping the vagina/she has some discharge before her periods.") In a 37 year-old female patient who had essure inserted (lot no. 50686226) for female sterilization. Medical conditions: allergies: not allergic to any medication. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced genital haemorrhage (seriousness criterion medically important). On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (removal of essure (B)(6) 2017 and diagnostic hysteroscopy on (B)(6) 2019.). In (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the outcome of pelvic pain was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: another surgery related to essure was performed on (B)(6) 2019, 2 1/2 years of essure removal. The patient was injured severely and permanently and has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. The tubal ostia were seen. The coils were deployed easily. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: laparoscopic bilateral tubal ligation has been done and it is successful as there was no peritoneal spill on either side [hysteroscopy] on (B)(6) 2019: findings: normal vulva and vagina. The cervix was normal. The endometrial cavity looks perfectly normal. There is no other essure seen details: a normal cavity was seen. The patient was awake, so she saw the endometrial cavity. [Laparoscopy] on (B)(6) 2017: findings: normal vulva and vagina. The cervix was normal. The essure coils were removed easily. There was no obvious intraoperative complication. Estimated blood loss was minimal description: the fallopian tubes were then identified. The fallopian tube was excised on both sides. The coil was removed from both of them. The specimen has been sent for histopathology. [Pathology test] on (B)(6) 2017: specimens: bilateral fallopian tubes and essure coils. Gross description: two silver colored coils (1.5 and 3.5 cm in greatest dimension). The longer one has a scant amount of tissue attached but both are otherwise unremarkable diagnoses: unremarkable bilateral fallopian tubes [ultrasound scan] on (B)(6) 2014: findings: right-sided essure coil is seen in appropriate position with the tip extending to the right adnexa. The right ovary appears morphologically normal. The left-sided essure coil is seen extending more proximally into the left cornua and endometrial cavity. The distal tip is not well visualized within the left adnexa. Impression: right-sided coil in appropriate position with slight displacement of the left-sided coil into the endometrial cavity. Endometrial echo complex measures 6 mm in thickness. No other acute sonographic abnormality; on (B)(6) 2014: the coil is in the right position; on (B)(6) 2019: findings: the uterus is anteverted 10.2 cm in length. Endometrial thickness 5 mm. No fibroids identified no essure coils could be detected. Both ovaries were unremarkable. No pelvic mass opinion: normal study. Lot number:50686226, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.